Event description:
The following has been reported: biomed reported: issue: screen flashing like a strobe light/fuzzy screen. Rebooting didn't resolve the issue. There was no patient harm or involvement. This occurred while setting up the pump. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (screen no input). During boot up sequence the display had a solid white screen with no image appearing. Once unit reached full start up the images were apparent but would flicker with any interaction. Installed a test screen and the unit functioned normally. The lcd touch screen will be removed and replaced during the repair process before being sent to the test line for full functional testing.